Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that while he was bowling, on (B)(6) 2012 between 8 and 10 pm, he had suffered a hypoglycemic event, exhibiting hypoglycemia symptoms such as irritability and raising of his voice. Paramedics were called and patient's bg was measured at 38 mg/dl, while cgm read 128 mg/dl. Paramedics treated patient with an IV. At the time of his call to dexcom technical support patient was feeling better and reports that his cgm value matched his bg value.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.